Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a car sales person told them that the earlier model of the (B)(6) used to turn people's mplantable neurostimulators (ins) off.